Manufacturer narrative:
Evaluation summary: one bottle of z100 capsules, 5905a2, lot 6kx, expiration date 04/09, was returned to 3m espe dental products. The bottle contained the remaining capsules with unattached damaged humectant disc and loose silica gel. The humectant containing disc is added to the bottles of capsules to help maintain product shelf life. The engineering evaluation of the returned sample shows that there was a failure for this humectant disc. This is the first allegation of this type that has been rec'd. An evaluation of the humectant prior to introduction into the bottles showed that breaking of the humectant disc was unlikely, but that if it occurred and the contents were released, no adverse health effects were anticipated. Results - packaging related. Integrity failure of the humectant disc provided in the packaging. Conclusions - packaging related. Integrity failure of the humectant disc provided in the packaging.